Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Paravalvular leak (pvl) could be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, the cause of the pvl was unable to conclusively determined. A post balloon aortic valvuloplasty (bav) was performed and angiography showed that the valve had dislodged up and slightly into the sinus which caused severe aortic insufficiency (ai). It was reported that the valve dislodged upwards post bav. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Aortic insufficiency/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, as the valve had dislodged up and slightly into the sinus it caused severe ai, as it was reported. The patient began to decompensate quickly due to ai. Subsequently a second valve, was implanted at a lower depth. The device history record for the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remained implanted, therefore no product analysis could be performed. A separate medwatch was filed reporting the events following the valve-in-valve. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, angiography revealed paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. Following the bav, the valve dislodged up and into the sinus causing severe aortic insufficiency (ai). The patient began to decompensate quickly due to the ai. A second valve was implanted at a lower depth.